Event description:
A power source alert 07 was reported by the caller regarding the pump. There was no reported adverse impact to the customer¿s blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the problem persisted, leading to the decision by technical support to replace the pump. The customer will continue using the current pump until its battery charge is depleted.